Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow-up this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery depletion (bd) alert, and the device battery was suspected to be depleting prematurely. The health care professional (hcp) plans to replace the device in approximately 90 days; however, technical services (ts) was contacted for a more accurate replacement window. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a ts consultant recommended device replacement or repeat data analysis within 90 days. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that during a routine follow-up this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery depletion (bd) alert, and the device battery was suspected to be depleting prematurely. The health care professional (hcp) plans to replace the device in approximately 90 days; however, technical services (ts) will be contacted for a more accurate replacement window. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.